Event description:
Allegedly, pt had recurrent pain and swelling. Revision showed broken locking plate and infection with pseudomonas aeruginosa; non-union of bones.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for eval. The event device code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in foreign country.